Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the jaw would not open in clamping the blood vessel. The jaw was opened by returning the trigger to the home position. The device was removed from the patient and fired without tissue outside the patient to check its function. As the device could be fired properly at the time, it was used for the patient again. However, the device was locked out inside the patient. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. The device was functionally tested and performed as intended. We were unable to replicate the reported incident. We have documented the circumstance as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, there was pneumo leakage. New trocars were used. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.